Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side exchange due to concern with the product and capsular contracture, baker grade iii-IV. Device has been explanted.

Event description:
Patient reported unknown side exchange due to concern with the product and capsular contracture, baker grade iii-IV.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, missing a piece of shell (0-25%) and crease fold. A microscopic analysis was performed which identified: one opening crease sharp on the posterior, one broken striated on the anterior and wear abrasion. Based on the device analysis the final assessment is: one crease sharp opening assessed as fold flaw opening. One striated broken on the anterior assessed as surgical damage consistent in the use of some surgical tool. Missing shell due to inconclusive. A review of the device history record has been completed. No deviations or non-conformances noted.